Manufacturer narrative:
Device evaluation: although it was stated that the actuator/test board was available to be returned, to date no parts have been returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to a reported burning smell and low conductivity. The res found the actuator/test board to be burnt, and replaced it with a new actuator/test board to resolve the problem. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The res confirmed that the actuator/test board was burnt; therefore, the complaint has been deemed confirmed.

Event description:
A biomed technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell and low conductivity. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res found that the actuator/test board was burnt. The burnt board was discovered during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The actuator/test board was replaced by the res to resolve the machine issue. Following part replacement, the res performed functional checks and confirmed the machine was operating properly. The actuator/test board was stated to be available to be returned to the manufacturer by the res for physical evaluation.

Manufacturer narrative:
Device evaluation: the actuator/test board was returned to the manufacturer for physical evaluation. A visual inspection on the actuator/test board found the clips on the connector broken and ic19 damaged due to heat. The actuator/test board was installed and tested on a test machine to investigate for the reported low conductivity, noise, and burning smell. The test machine functioned properly during dialysis without duplicating the reported failures. The conductivity was able to stabilize between the limits at 14.4 ms/cm without any conductivity alarms. There was no addition damage to the actuator/test board during testing. The burning smell, noise, and low conductivity could not be duplicated with the condition of the board. However, the test machine encountered the ¿bic pump no eos¿ message during the rinse program. The ¿bic pump no eos¿ message was caused by the damaged ic (ic19) on the actuator/test board. Ic19 is a stepper motor driver for the bicarbonate pump circuitry which can cause the ¿bic pump no eos¿ message during rinse. The investigation of the returned device further confirmed the reported event. The manufacturer identified visual burn damage to the actuator/test board.

Event description:
A biomed technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell and low conductivity. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res found that the actuator/test board was burnt. The burnt board was discovered during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The actuator/test board was replaced by the res to resolve the machine issue. Following part replacement, the res performed functional checks and confirmed the machine was operating properly. The actuator/test board was stated to be available to be returned to the manufacturer by the res for physical evaluation.